Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's cannula didnt insert under skin. The blood glucose level of the patient ranged between 300 to 400 mg/dl. The issue occurred with seven types of infusion sets used for four hours and site was patient's abdomen. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-17403- device 4 of 7.